Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to cardiovert a patient (age & gender unknown) after eleven shocks were delivered to the patient. The complainant indicated the clinician changed the device and administered one shock to the patient which resulted in cardioversion. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch number 1220908-2017-00856 for a similar report involving the same device.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device was recertified and returned to the customer. No clinical data was available as part of this investigation. The device logs were erased prior to being returned to zoll. No trend is associated with reports of this type.